Event description:
High thresholds and dissatisfaction with product, quality, or service have been reported. The device was removed from service. No patient complications have been reported as a result of this event.